Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damaged - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model me2010 lot number 22069074 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxguard extension set there was damage to the tubing. There was no report of patient impact. The following information was provided by the initial reporter: due to cracked med line tubing connection where it meets the nad. No leak noticeable when priming tubing. Lot number 22069074. Would like follow up if any known lot issues on products me2010 or me2020. Have had a couple issues lately with cracked tubing".

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set there was damage to the tubing. There was no report of patient impact. The following information was provided by the initial reporter: due to cracked med line tubing connection where it meets the nad. No leak noticeable when priming tubing. Lot number 22069074. Would like follow up if any known lot issues on products me2010 or me2020. Have had a couple issues lately with cracked tubing".